Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts determined that the shim exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing, the missing component was not returned. Device history record was reviewed and no discrepancies were found. The device has been re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bearings were missing in provisional shim. No adverse events have been reported as a result of this malfunction as there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.